Manufacturer narrative:
H3: one device was received for evaluation. The device was in good condition. The event history log review confirmed that there was a record of high-pressure alarms that occurred continuously during pump operation on november 22, 2024. Functional tests were performed, and the reported issue could not be confirmed as the occlusion pressure detection level was within standard. The possible root cause of the issue was a defective downstream occlusion sensor (dso) or cassette. As a preventative measure, the upstream occlusion sensor was re-calibrated. The device then passed all tests.

Event description:
It was reported that there was an abnormality in the occlusion pressure detection. There was no patient involvement, and no patient harm reported.